Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. Moisture corrosion was observed in the battery canister. The pump was able to power on and perform the prime steps with no issues. The alleged issue could not be duplicated.